Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a no power alarm. The customer's blood glucose level was unknown. The customer reported that they did not receive a low battery alert prior to the off no power alert. Customer stated the battery was not previously used. Customer stated the battery cap was not loose, cracked or damaged. The customer also reported that the piece near the battery compartment and reservoir compartment was missing. The customer reported that the reservoir was able to lock in place. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No unexpected battery power loss anomaly noted during test. Device received with cracked battery tube threads and broken reservoir tube lip. (B)(4).